Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was seen in the emergency room with ventricular tachycardia (vt) and the device was not delivering therapy. Upon interrogation a screen message indicated that the tachy mode had been changed by the battery status. It was discovered that the device had been in storage mode and reached end of life over 20 months prior. The battery voltage was reported to be 2.19v. The patient required external defibrillation to break the vt. The physician had not allegations towards the device. However, it was reported that this patient was non-compliant. It was unclear as to when a change-out would occur as the patient's (B)(6) had to clear first. The physician elected to provide six months of antibiotic treatment before changing out this device. It was also reported that the implanted system did not cause or contribute to the (B)(6).